Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported from biomed that the most common issue for repair is channel disconnects. They recently did a large replacement of iui connectors to remediate the issue. No further specific information was made available. This was reported to bd representatives during site visit. There was no information on patient involvement.